Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024; explant date: n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, deployment was attempted 2 times and recaptured due to the inability to get a satisfactory implant depth. A third deployment attempt was performed, but the implant depth was still not appropriate. Instead of recapturing the valve, the valve was accidently deployed 12-15 millimeter's (mm) deep. Mild-moderate paravalvular leak (pvl) was observed, but the valve did not appear to be affecting the mitral valve. The decision was made to end the procedure and re-evaluate later with an echocardiogram. 20 days following implant of the valve, the patient was brought back to attempt snaring of the valve. The valve was snared to pull the valve into a better position. While attempting to snare the valve, the valve subsequently dislodged into the ascending aorta. A second valve was placed at the appropriate depth. No pvl was observed, and a mean gradient of 11 millimeters of mercury (mm hg) was present. An aortogram was performed with no issues in the ascending aorta. The next day, the patient was extubated, and neurologically intact. Per the physician, the depth of implant contributed to the event. No additional adverse patient effects were reported.

Event description:
Additional information was received that after valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3 millimeter's (mm), and the implant depth on the left coronary cusp (lcc) was also 3 mm. It was noted that a non-medtronic guidewire was used during the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the initial implant procedure was a valve-in-valve case, and the previously implanted surgical valve was not a medtronic device. No additional adverse patient effects were reported.